Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an open reduction and internal fixation (orif) surgery for a femoral trochanteric fracture. After connecting the blade to the impactor and connecting screw, the surgeon attempted to insert the blade by passing it through a 3.2 mm guide wire, but the guide wire got stuck with the connection parts of the blade, impactor and connecting screw, and the blade could not be inserted. Numerous attempts were made but the blade could not be inserted. The 3 products were disassembled and confirmed if the guide wire could pass through each of the products. After confirming the guide wire could pass through all 3 products, the surgeon connected them again and reinserted. However, the guide wire got stuck with the connection parts of the 3 products again. It was explained to the surgeon that the connecting screw may have distortions, and the surgeon made minor adjustments and successfully inserted the blade. The surgery was completed successfully with approximately 5 minutes delay. No further information is available. This report is for one (1) tfna helical blade perf l90 tan. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is 9/28/3023. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: 21-jul-2022. Expiration date: 01-jul-2032. Part number: 04.038.390s, tfna fenestrated helical blade 85mm -sterile. Lot number: 864p126 (sterile). Lot quantity: 93 . Note: helical blade was manufactured by elmira; lot numbers 842p611 qty 48 and 842p610 qty 45. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 22947 supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review 16-oct-2023: DHR review this lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.